Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because he was dissatisfied that the cylinders were no longer in the mid glans. The penis was floppy, and appeared undersized as a result. The patient also complained of poor rigidity from the ipp. No patient complications were reported in relation to this event. The patient was reported to be recovering after the procedure. The explanted ipp was not returned for investigation.